Event description:
Voluntary medwatch received states that the patient's right atrial (ra) lead exhibited noise. The ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.